Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Five events were reported for this quarter. (B)(4) devices were received for evaluation. Three events were duplicated. Two events were not duplicated; however, the devices were found to be outside of specification. One device was found to have damaged loctite and a migrated lever. One device was found to have a damaged component. (B)(4) devices were found to have a migrated lever. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device ran without user activation. Five reported events had no patient involvement; no patient impact.